Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2020 and claims to have pain, suffering, difficulty walking, and requirement of future surgeries. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: 6378819, 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t. 6384284, 200-07-35 - advanced patella 35mm 3 peg implant. 6424810, 02-020-11-0330 - truliant ps cem fem ps cem right sz 3. S021606, 02-022-35-3013 - truliant tib imp ps insert sz 3 13mm. H6. Investigation results - the truliant tib imp ps insert sz 3 12mm device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report 1038671-2023-01535.